Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes inflammed') and endometrial ablation ('endometrial ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and pelvic adhesions ("pelvic adhesion") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed. At the time of the report, the salpingitis, endometrial ablation, pelvic adhesions and uterine leiomyoma outcome was unknown. The reporter considered endometrial ablation, pelvic adhesions, salpingitis and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint amendment: the report was amended for the following reason: this case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes inflamed') and endometrial ablation ('endometrial ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In 2011, the patient underwent endometrial ablation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and pelvic adhesions ("pelvic adhesion") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed. At the time of the report, the salpingitis, endometrial ablation, pelvic adhesions and uterine leiomyoma outcome was unknown. The reporter considered endometrial ablation, pelvic adhesions, salpingitis and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: this case found to be duplicate of case (B)(4) , hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). No new follow-up information was received from the reporter. Most recent follow-up information incorporated above includes: on 18-jun-2020: social media received : event menstrual cramp dizziness reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('fallopian tubes inflamed') and endometrial ablation ('endometrial ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required) and pelvic adhesions ("pelvic adhesion"), underwent endometrial ablation (seriousness criteria medically significant and intervention required) and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (ablation and hysterectomy). Essure was removed. At the time of the report, the salpingitis, endometrial ablation, pelvic adhesions and uterine leiomyoma outcome was unknown. The reporter considered endometrial ablation, pelvic adhesions, salpingitis and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.